Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a cracked end cap. The insulin pump passed the operating currents measurement, self test, reset error test and displacement test. Unable to perform the occlusion test and no delivery test due to the prime anomaly. The insulin pump had a cracked reservoir tube lip, minor scratches to the display window and a missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump continued to push out insulin during the rewind process. The blood glucose reading was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.